Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 3.0mm x 150mm x 150cm coyote balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon third inflation at 14 atmospheres for several seconds. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as a result of this event.

Manufacturer narrative:
D2b - pro code (product code): dqy, lit. E1 - initial reporter city: (B)(6). G4 - premarket / 510(k) #: k111295, k162350.